Manufacturer narrative:
Translation.

Event description:
It was reported that this ICD was prophylactically explanted and replaced approx. 90 months after the implantation due to the field safety corrective action, bio-lqc, initiated in march 2021.